Event description:
It was reported that the patient experienced atrial fibrillation. When the patient raised her arms above her head impedance was 450 ohms, when she dropped her arms impedance was 200 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.